Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and uterine bleeding. Result: bilateral occlusion. Type of confirmation test was not given. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity / allergic or hypersensitivity reaction ¿ hands, skin, nails"), rash ("rash/skin condition"), fatigue ("fatigue") and vaginal haemorrhage ("vaginal haemorrhage/abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("multiple uterine myoma") and experienced abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal"), back pain ("pain back/lower back"), skin disorder ("rash/skin condition"), blister infected ("rashes or skin conditions ¿ hands, fingers, nails, blister, crack, and become infected") and skin irritation ("severe skin irritation"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, hypersensitivity, rash, skin disorder and skin irritation had resolved and the menorrhagia, fatigue, weight increased, uterine leiomyoma, abdominal distension, blister infected and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, blister infected, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, skin irritation, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discremptency date(s) of insertion: (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: bilateral occlusion. Essure was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received. New event 'skin irritation' was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: result: bilateral occlusion. Type of confirmation test was not given. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal"), back pain ("pain back"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), skin disorder ("rash/skin condition") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and uterine leiomyoma ("multiple uterine myoma"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral) and ablation). Essure was removed on 6-jun-2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, hypersensitivity, rash and skin disorder had resolved and the menorrhagia, fatigue, weight increased and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discremptency date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & new events- pelvic pain, abdominal pain, back pain, menorrhagia, rash/skin condition, hypersensitivity, fatigue, weight gain, multiple uterine myoma were added. Lawyer was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a 31-year-old female patient who had essure (batch no. 686077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and uterine bleeding. Result: bilateral occlusion. Type of confirmation test was not given. Previously administered products included for an unreported indication: nuvaring. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity / allergic or hypersensitivity reaction ¿ hands, skin, nails"), rash ("rash/skin condition"), fatigue ("fatigue") and vaginal haemorrhage ("vaginal haemorrhage/abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("multiple uterine myoma/other injury(ies) or complication please describe: uterine fibroids.") And experienced abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal"), back pain ("pain back/lower back"), skin disorder ("rash/skin condition"), blister infected ("rashes or skin conditions ¿ hands, fingers, nails, blister, crack, and become infected") and skin irritation ("severe skin irritation"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, hypersensitivity, rash, skin disorder and skin irritation had resolved and the menorrhagia, fatigue, weight increased, uterine leiomyoma, abdominal distension, blister infected and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, blister infected, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, skin irritation, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discremptency date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: bilateral occlusion. Essure was successful. The radiologist the essure had been a success. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information and lot no added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and uterine bleeding. Result: bilateral occlusion. Type of confirmation test was not given. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal"), back pain ("pain back/lower back"), hypersensitivity ("hypersensitivity / allergic or hypersensitivity reaction ¿ hands, skin, nails"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), blister infected ("rashes or skin conditions ¿ hands, fingers, nails, blister, crack, and become infected") and vaginal haemorrhage ("vaginal haemorrhage") and was found to have weight increased ("weight gain") and uterine leiomyoma ("multiple uterine myoma"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, hypersensitivity, rash and skin disorder had resolved and the menorrhagia, fatigue, weight increased, uterine leiomyoma, abdominal distension, blister infected and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, blister infected, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: bilateral occlusion. Essure was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history added. Events gastrointestinal or digestive system condition ¿ bloating, rashes or skin conditions ¿ hands, fingers, nails, blister, crack and infected added, vaginal hemorrhage. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a 31-year-old female patient who had essure (batch no. 686077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and uterine bleeding. Result: bilateral occlusion. Type of confirmation test was not given. Previously administered products included for an unreported indication: nuvaring. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity / allergic or hypersensitivity reaction ¿ hands, skin, nails"), rash ("rash/skin condition"), fatigue ("fatigue") and vaginal haemorrhage ("vaginal haemorrhage/abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("multiple uterine myoma/other injury(ies) or complication please describe: uterine fibroids.") And experienced abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal"), back pain ("pain back/lower back"), skin disorder ("rash/skin condition"), blister infected ("rashes or skin conditions ¿ hands, fingers, nails, blister, crack, and become infected") and skin irritation ("severe skin irritation"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, hypersensitivity, rash, skin disorder and skin irritation had resolved and the menorrhagia, fatigue, weight increased, uterine leiomyoma, abdominal distension, blister infected and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, blister infected, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, skin irritation, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discremptency date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: bilateral occlusion. Essure was successful. The radiologist the essure had been a success. Lot number: 686077 manufacture date:2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.